Manufacturer narrative:
Internal complaint reference: (B)(4). The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided images show the device with evidence of a crack in the anchor. A visual inspection found that two devices with the same lot number were received in original packaging. Both devices had anchors attached to the inserters with biological debris indicating use. Both anchors were cracked and slightly deformed, but neither were broken. Based on the condition of the product material found during visual inspection it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use instruments inside the patient, the anchor of the twinfix broke when screw-in. All the broken pieces were removed with tweezers. The procedure was completed with a s+n back-up device. No significant delay was reported, and no patient complications were reported.